Event description:
Infection was reported. The patient's system was removed due to endocarditis. A new system was later implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that all conductors were distorted and had blood/body fluid (not obstructed), the outer insulation was melted and had cosmetic environmental stress cracking, and there was apparent lead explant damage. (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, a damaged guidetooth, and apparent lead damage at implant.